Event description:
The customer reported that the 840 ventilator had a blank screen. There was no pt involvement. Covidien customer support engineer (cse) inspected the device. The device was upgraded to a 10.4 the graphical user interface (gui) display. The unit passed extended self-testing.